Manufacturer narrative:
Suspect device: inform meter.

Event description:
Upon evaluation by manufacturer, it was found that pins 3 and 4 were melted/burned on the accu-chek inform meter. No adverse event reported.